Event description:
The device displayed an increase in the capture threshold and a drop on the r-wave amplitude. Oversensing was seen on the ventricular electrogram. It was believed that this was due to a lead perforation. The lead was replaced.